Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box found the reported call service alarm on the event date. Moisture was evident in the display. A leak test found a leak on the display lens. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. The pump alarmed for motor rewind error during the rewind/load/prime sequence and the 24-hour pump exercise was not performed due to the alarm. Related to the reported alarm, when the pump casing was opened, evidence of moisture intrusion was found on the motor connector wire. The reported call service alarm issue was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.